Event description:
Procedure: lap sigmoid. According to the report: the anastomosis was insufficient. The "density" test was ok. But after two days, it had to be revised because the pts got septic. It was found partially a few dissolved anastomosis with well formed clips, which were distal also as proximal. The intestine was well supplied with blood and strainless.

Manufacturer narrative:
Date initial report sent to FDA: 09/04/2009.